Event description:
In 2008, the pt reported that the display on her infusion device has been missing segments for months. She stated she will switch injection therapy. She did not wish to receive a replacement infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.